Event description:
My dad's medtronic evera s vr defibrillator implant had a recall he was unaware of. It unexpected fired 4 times within a few hours. Then during the hospital stay the hospital bedside monitor I noticed was taking his vitals and said pacer not pacing. A few weeks later his device failed to correct a life threatening "tachyarthima" which lead to cardiac arrest and his early demise. Model number dcbc3d1 serial number (B)(6). Not sure what test range you need. Refer to add'l documents in i2k.